Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's internal pulse generator (ipg) would not connect to their patient controller, and an error message displayed on the patient controller. The patient recently had a hip replacement surgery during which their ipg was not placed into surgery mode. Attempts were made to connect a clinician programmer to the patient's ipg, but they were not successful.